Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing over filling. Original verbiage, - "they are filling all the way to the top passing the line required for blood draw." This complaint was created for the patient identifiers that were received from customer on 09/09/2020. Initial complaints entered are all related."

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "it is reported customer is experiencing over filling. Original verbiage, - "they are filling all the way to the top passing the line required for blood draw.". This complaint was created for the patient identifiers that were received from customer on 09/09/2020. Initial complaints entered are all related.".

Manufacturer narrative:
H.6. Investigation: bd received 15 citrate tubes of lot number 0100184 and 15 citrate tubes of lot number 0167174 and 2 photos for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.